Event description:
The facility reported a colleague infusion pump with a depleted battery. According to the facility, it is unknown when or in which care area this event occurred. However, upon reviewing the pump's event history, baxter quality engineering discovered this event occurred during and interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.this device is a remediated colleague pump with a user interface module software version of 6.13.90.

Event description:
It was reported that during a stenting treatment procedure, a filter tear occurred. The target lesion was located in the internal carotid artery. A 190cm filterwire ez embolic protection system was deployed during the procedure. When the device was removed from the patient, a tear was noted between the wire and the filter bag. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Service history review revealed that this device was previously serviced for the reported condition of depleted battery. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with a depleted battery was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct the reported condition.